Event description:
It was reported that a high drain 101 alarm occurred during use on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) reviewed the therapy settings and the therapy log. The ultrafiltration for cycle one was 6399ml and the largest prescribed fill volume was 2800ml. The tsr recommended the hp contact their registered nurse (rn) about using manual supplies. The tsr arranged to swap the hc and discussed continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed both electrical and functional testing with no issues noted. External and internal inspections were performed and no issues were noted. The pneumatic system was tested and found to be working to specifications. Multiple short simulated therapies were performed successfully on the device. A review of the event history log confirmed the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be a false empty detected at the initial drain and the initial drain alarm was met. Should additional relevant information become available, a follow-up report will be submitted.